Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. Product labeling for this device states, "use aseptic technique. Remove caps when required and secure connections." This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. The option-lok male adapter of a plumset primary tubing set was connected to the removable clave port of the extension set and was being used to deliver one unit of red packed cells, at a rate of 50ml/hr to 150ml/hr, via a plum a+ pump. After an unspecified length of time in use, the removable clave port disconnected from the extension set. A leak of an unspecified volume of the patient's blood and red packed cells were noted. The tubing sets were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.